Event description:
The em-pcs complaint handling dept received (via direct mail), a letter (along with a copy of a medwatch report, which has been sent to the FDA) describing an event involving the co's infinity telemetry transmitter, whereby a pt death had occurred. The letter states the following: this involved the death of an inpatient who arrested and could not be resuscitated. The pt had had a craniotomy for treatment of a subarachnoid hemorrhage. At the time the pt arrested, a siemens monitor was in place but it failed to perform. Medical personnel were nearby and gave prompt attention to the pt, so the co has not determined whether the problem with the monitor had any adverse effect on the pt. However, because a death was involved and there was an equipment malfunction, the co felt this could be reported under the smda. The unit is available for inspection.